Event description:
It was reported by two reps that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the instrument was fired three times and on the fourth firing the clip malfunctioned. The clip ended up in a bent formation. There was no pt consequence.